Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and was trying to rewind but the piston would not move. Blood glucose value is unknown. Customer was unable to troubleshoot since he did not have a new battery to test. Customer was advised to call back when having a battery to complete troubleshooting.